Event description:
The user received a questionable result for troponin t (tnt) on the cobas e411 analyzer for one patient sample. The user said they were running the tnt and the tnt stat applications in parallel for patient samples. The initial tnt result for this patient sample was 0.110 ng/ml. The initial tnt stat result for this patient sample was < 0.010 ng/ml. This result was accompanied by a data flag. The user reran the patient sample for both tnt and tnt stat applications which yielded a result of < 0.010 ng/ml for both and were accompanied by data flags. The user said the patient was not affected by the event as the results were not reported outside the laboratory. The reagent lot number for troponin t was 15930001. The field service representative was unable to duplicate the issue and unable to determine a cause. He performed maintenance actions and ran performance tests which were within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were within expectations. No reagent issue was evident. Assay performance checks performed on the analyzer were witin specification. No adverse events were reported.